Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced lead migration. Migration was confirmed with x-ray. Patient reported hearing a pop sound while shoveling snow a few weeks prior, and losing therapy at that point. Programming did not resolve the issue. As a result, surgical intervention took place on (B)(6) 2021 and the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.